Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. Oversensing was noted, which resulted in pacing inhibition of an unknown duration. It was reported that this patient had an underlying rhythm and was not therapy dependent. This patient was hospitalized. Technical services (ts) was consulted and recommended prompt device replacement. This device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.